Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after the implantation of a rod during a lumbar spinal canal stenosis case, locking caps were inserted into the screw heads with a straight fixing type driver. For the final fixation, two screws at the caudal part were fixed using a torque driver and a counter torque. The surgeon tried to take the same procedure for 2 screws at the craniad part, but discovered there was no space for the tip of the counter torque on them. The locking cap was fixed using the torque driver by grasping the rod with a rod holder. At that time, the torque limitation of the torque driver did not work and the set screw did not stop spinning around. The surgeons confirmed the dilation of the polyaxial head and cross threading of the locking caps. After the removal of all the broken articles, the surgeon took a fixation procedure using a new implant and the counter torque, and completed the implantation. This is report 1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes for this report include: mnh, mni, kwo, kwp. For us lot number 7376016, the expiration date is 05/03/2033, and the date the device was manufactured is 05/03/2013. Investigation could not be completed and no conclusion could be drawn as no device was returned. Part 09.632.099, lot #7376016 was reviewed for this complaint. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.